Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, a 15mm x 3.00mm nc quantum apex balloon catheter was advanced for predilation. No kink was noted with the device prior to use nor resistance was met during the procedure. However, upon inflation, the balloon ruptured at 18 atmospheres. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.